Manufacturer narrative:
The product family for this women¿s health product is unknown; and therefore, the appropriate labeling/product documents for review could not be determined.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced severe pain, leakage of urine, possible urinary tract infection, urge incontinence, soreness left lower quadrant of abdomen, vaginal discharge, possible mild vaginal cuff infection, lower abdominal pain, pelvic tenderness and nonsurgical interventions.